Event description:
It was reported that pump touchscreen was cracked, unresponsive and illegible so patient could not use pump. There was no adverse impact to the customer's blood glucose level. A replacement pump was sent.